Event description:
It was reported on (B) (6) 2009, and aliquot cup from one pt sample sent to the cobas 6000 from the mpa generated several incorrect results. The results rec'd for creatinine were discrepant. The initial creatinine result received from the aliquot cup was 17.55 mg/dl. They pulled the primary sample tube and tested it twice, getting results of 0.72 and 0.70 mg/dl. Testing on the aliquot cup was repeated, this time with a result of 0.70 mg/dl. A second sample tube obtained the same day from the same pt gave a creatinine result of 0.74 mg/dl. No erroneous results were reported. Pt not adversely affected. The user said there were no analyzer alarms on the cobas 6000 or the mpa before or after the erroneous results occurred. Several thousand samples were processed by the mpa that day, and no other issues were noted on any other pt samples and they could not reproduce the original erroneous results. Issue was completely isolated to a single aliquot cup from a single pt sample.